Event description:
Information received via complaint form indicates as follows: "the catheter drained by the wall all the time and it displaced several times, when it was removed verified the balloon had a hole in it. A new catheter was placed and sample returned to skillman."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is reported that the patient was admitted for burns on mmii. While in hospital, patient presented a peritonitis as cause of an appendicitis, and performed exploratory laparotomy and ileostomy. Patient had dehiscence of the points of the wound and the ileostomy is invaginated, therefore cannot be placed on barrier and colostomy bag. The ileostomy effluent affects entire abdominal wall, part of the back and genitals, additionally all the time the wound is in contact with the stool. The sales representative informed convatec by phone that the fms was used according to doctor's orders. There were no reports of the patient being harmed as a result of this malfunction. An investigation request was sent to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 13, 2013.